Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012715327 was returned and analyzed. Visual inspection showed the catheter was received with the proximal spiral array tube of the dual lumen shaft detached. The slide function performed as expected, and the shape of the capture device appeared normal with no unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector.¿ the slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions.¿upon full advancement of the slide control to extend the guide wire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms.¿ the catheter was reprogrammed and connected to the generator via a test cic; however, a 2000 error occurred during testing, related to the catheter electrical current. Hipot testing confirmed the integrity of the electrode wire insulation; however, electrical continuity testing revealed an open loop at electrode 1. Further analysis of the catheter revealed that the shaft had a broken electrode near the dual lumen area. In conclusion, the catheter failed the returned product inspection due to a broken ele ctrode and detachment of the spiral array tube and the dual lumen shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a generator overcurrent error occurred and an error message was received indicating that there was an electrical current error. Another attempt was made, resulting in the same error. The catheter interface cable was reconnected to the catheter and to the generator, and a third attempt was made, again resulting in the same error again. Despite these issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.